Event description:
In 2008, the lay/user reporter in another country, contacted lifescan on behalf of the lay user/pt alleging that the one touch ultra easy meter did not turn on when inserting a test strip. The reporter stated the issue started about a month before calling lifescan. The reporter stated the pt used the reporter's meter after the pt's meter stopped working. It is alleged that the pt frequently experienced symptoms of tiredness and mood swings, which are attributed to high and low blood sugar symptoms after both meters stopped working. One day prior, around 6 pm, the pt reportedly felt tired with mood swings, which the reporter attributes to high blood sugar and took 18 units of novorapid insulin instead of a normal 8 units he would take at that time. He stopped feeling the high symptoms at 9 pm but at about 9:30 pm he reportedly started sweating and shaking, which the reporter attributes to low blood sugar for the pt. The pt was given some sweets to treat the symptoms. It is unk how long it took for the pt to feel better after that. The pt normally tests his blood sugar 4 times per day and takes 8 units of novorapid before breakfast, 6 units before lunch, and 8 units before his evening meal. He also takes 14 units of lantus before bed. The pt also adjusts his insulin based on the meter readings or how he feels. It was determined during the troubleshooting telephone call that the pt was using correct test strips. There was no misuse of the product based on the info provided. The meter does not turn on when pressing the power button. This complaint is being reported because it was alleged that the pt was not able to use the meter, guessed on his insulin dosing and experienced symptoms indicative of both hypoglycemia and hyperglycemia after the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.